Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the t25 stardrive screwdriver shaft 241mm (p/n: 03.168.014, lot #: 3l70923) was returned and received at us cq. Upon visual inspection, the distal tip of the driver shaft was observed to be twisted, worn and shows cumulative wear. The bent/worn condition of the distal end is consistent as an end of life indicator for the device. No other issues were identified during the inspection. There were no signs of broken tip observed with the returned device. Device failure/defect is identified. Investigation conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code 03.168.014, lot number 3l70923, manufacturing site: hägendorf, release to warehouse date: april 25, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during the removal the screwdriver tip broke in the head of the locking screw resulting in a delay of fifteen (15) minutes. The surgeon cut the plate with a midas and unscrewed the plate and retained screw. All hardware was successfully removed. There was no patient consequence reported. Concomitant device reported: unknown locking screw (part# unknown; lot# unknown: quantity: 1); unknown plate: (part# unknown; lot# unknown; quantity: 1); unknown cutting instruments (part# unknown: lot# unknown; quantity: 1). This report is for one (1) t25 stardrive screwdriver shaft 241mm. This is report 1 of 1 for (B)(4).